Manufacturer narrative:
On march 06, 2022, an evaluation on a returned photo of the device was completed. Photo evaluation summary upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively. The rupture was discovered during a breast replacement surgery. The patient underwent explantation on (B)(6), 2021.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the previous MDR was not coded for the device being discarded. Section h3 and h6 have been updated in this report. Manufacturer¿s reference number: (B)(4) on (B)(6) 2022, mentor became aware that the previous MDR was not coded for the device being discarded. Section h3 and h6 have been updated in this report.